Event description:
The medical center reported the patient was on impella support and automated impella controller (aic) had a broken purge clip. The aic was replaced and the console was sent back for investigation.

Manufacturer narrative:
Console returned to manufacturer and is pending results of evaluation at this time. Upon investigation closure, a supplemental MDR will be filed.